Manufacturer narrative:
The device involved in the reported incident was rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that a lcx02 oxygen partial pressure (pto2) monitor touch screen was not working. There was no pt involvement because the failure was found when the unit came in for firmware update and incoming inspection resulted in; tough screen is not working.

Manufacturer narrative:
Integra has completed their internal investigation 06/16/2015. Results: the customer complaint incident was confirmed and duplicated. The failure analysis investigation identified the touchscreen failure was due to a partially collapsed air gap, resulting in an intermittent contract between the touch surfaces. The DHR was reviewed for lcx02 monitor serial number (B)(4). Date of manufacturer- 09/01/2013. Rate of occurence. During the time period "(B)(6)", the global product usage for cam02 and lcx02 monitors was calculated as 8,974 usages, using the total quantity of cam02 and lcx02 monitor catheter sales sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints over the 12 month period with the key word identified in the complaint review can therefore be calculated as 0 2% of procedures. Conclusion: the failure analysis investigation has concluded the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces.